Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter had been reading inaccurately high compared to two other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged product issue occurred but claimed to have obtained a blood glucose result of ¿212mg/dl¿ on the subject meter and results of ¿131 and 151mg/dl¿ on freestlye and contour meters respectively within 30 minutes of one another. The patient did not state how they manage their diabetes or whether they made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that they had to visit the emergency room (e.r) in order to receive treatment from a healthcare professional (hcp) an unspecified time after the alleged product issue occurred. The treatment the patient was given was insulin; however the patient did not state what type/dosage was provided. At the time of troubleshooting the cca noted that the calculated difference of the glucose results obtained exceeds lifescan¿s criteria for accuracy. The unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient received hcp treatment in e.r, which could be indicative of severe hyperglycemia, the patient¿s allegation correlates with this treatment. However, this complaint is being reported as a malfunction because the alleged glucose results exceed lfs¿s criteria for accuracy.